Manufacturer narrative:
H10: a follow up was performed with the key market, and it was reported that the device was not in use when the issue occurred. No patient or user harm reported. Per the service record, the service engineer (se) informed the customer that the fault could be a with motor controller (mc) board or data acquisition (da) board. The customer requested a service proposal for both the parts; however, the se was unable to provide further assistance due to an account discrepancy. The se followed up with customer multiple times and advised to contact philips when they have requested information. The se noted that pricing for parts was provided in the email. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "(vent-inop): pressure regulation high" error code (1009). It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.